Event description:
Device 1 of 2. See MFR # 1627487-2010-02897. On (B)(6) 2008, the pt was implanted with a scs system. Pt has an infection at the ipg site. The ipg and 2 adapters are planned to be explanted. The revision date is pending.

Manufacturer narrative:
Eval results: at the infection site was a pressure sore. Cultures were taken and the results are unk. According to the doctor, the pressure sore was caused by the way the ipg was placed and the way the pt sits. Conclusion: the event cannot be confirmed through analysis. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.